Manufacturer narrative:
While troubleshooting the loss of telemetry monitoring, affected channels were moved to functional xhibit telemetry receivers (xtr) to resume monitoring. A spacelabs product support specialist (pss) gathered logs and determined that the network communication between three xtrs and xhibit central stations had failed due to a software bug when using remote view functionality. The xtrs were restarted to resume network communication.

Event description:
The customer reported that several telemetry beds appeared offline at the central station. There was no patient or user death, or injury associated with the event.